Event description:
Pt's room being prepared for surgical procedure. Ethicon harmonic scalpel would not test when plugged into machine. Then cord would not detach. No harm to the pt. Staff replaced hand piece and cord.